Event description:
On (B)(6) 2018, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verioiq was not holding charge. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter was unable to provide the specific date/time that the alleged issue occurred; however, stated that the issue began an unknown number of months prior to contacting lfs. The patient manages her diabetes with oral medication ¿metformin, 500 mg and glipizide, 10 mg taken twice a day), diet and exercise and the reporter denied that the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The reporter stated that during a doctor¿s office visit on at 12 p.m., on (B)(6) 2018, the patient developed symptoms of feeling ¿dizzy, sweaty and blurry vision¿ and that her doctor treated her with peanut butter chocolate and crackers. The reporter was unable and/or unwilling to confirm if the patient¿s blood glucose was tested on another device. At the time of troubleshooting, the csr established that the device was not being used for the first time and noted that there was no apparent misuse of the product. The csr confirmed that the patient charged the meter until the ¿charge complete¿ message appeared and that based on the patient¿s testing frequency and usage of the device, the battery did not need recharging. The csr also noted that the alleged issue was recurring. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after the alleged issue with the subject device not holding charge began.